Manufacturer narrative:
The customer loaded a new pack of tbhcg and performed a calibration, which failed.the customer determined the tbhcg reagent pack was not loaded into the correct slot in the reagent carousel and requested hotline's assistance to correctly place it.hotline instructed the customer on how to properly remove and reload reagent pack.hotline also discussed with the customer why the reagent pack needs to be discarded due to possible erroneous results.service was not dispatched for this event, since use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the total beta human chorionic gonadotropin (bhcg) reagent pack was misloaded in the incorrect slot of the reagent storage carousel.the event was discovered during troubleshooting. When this occurs the instrument does not detect the incorrect reagent pack or the absence of the reagent pack.no patients were analyzed on the misloaded pack during this event.